Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patient had pain at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device will not be return as it was discarded at the facility.